Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device "hung up" after the battery and the cartridge had been changed and the piston rod was returning. It was not possible to restart the pump. She developed symptoms of dehydration, thirst, vomiting and exhaustion. As the patient was on a hiking trip in the mountains she was not provided this insulin, experienced hyperglycemia with a blood glucose value of 28 mmol/l and was admitted to hospital.